Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse checked the doppler probe & module, one at a time with another working one and found a problem with the probe and noticed the main module is working intermittently. To fix the issue, the fse replaced the doppler assembly performed all functional and safety checks to meet factory specifications with iabp trainer and balloon. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) doppler was not working. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) doppler was not working. There was no patient involvement, and no adverse event reported.